Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customer was able to hear an undefined alarm and the pump was noted to beep and vibrate, however the pump screen remained off. There was no impact to the customer's blood glucose level. Reportedly, the customer has novolog and lantus manual injections available as alternate insulin therapy.